Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR eval procedures.

Event description:
The 3.4 inr with protime system vs. 11.2 inr with unspecified system at md office. Pt therapeutic inr range: 3.0 - 4.0. No report of adverse event, serious injury, or intervention.